Event description:
It was reported that one day post implant, the left ventricular lead exhibited loss of capture. An x-ray confirmed the lead had dislodged into the coronary sinus. The lead was repositioned into another vein.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.